Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right breast capsular contracture, generalized illness. (B)(4). Explantation month, day, and year: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with unspecified mentor gel breast prostheses and suffered several unexplained systemic symptoms, including joint aches, feels like has the flu, burning and stinking all over the body, and breast pain that comes and goes. No device issue such as rupture was reported, but the patient did report that she suspected that she has had a leak for years. However, none of her scans confirmed a leak. The root cause of the patient¿s symptoms is unclear. Additionally, it was reported that a surgeon confirmed that the patient developed capsular contracture (baker grade unknown) in her right breast. As a result, the patient is scheduled to undergo bilateral explantation on (B)(6) 2021. This medwatch report is for the patient¿s right breast prosthesis.